Manufacturer narrative:
The device has yet to be received by the manufacturer. A follow up report will be filed once the product evaluation has been completed.

Event description:
It was reported that during an unknown procedure, a bur broke off in a drill attachment. Although there was patient involvement, there were no injuries or other adverse consequences alleged with this event. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No additional medical intervention was required, as a result of this event.